Manufacturer narrative:
For the reported event, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. To resolve the reported issue, the switching board and power supply board were replaced.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that model m1170700 critical care ventilator experienced a unit that would restart on its own which would cause a loss of mechanical ventilation. This report was received from a single source. The reported event did not involve a patient.